Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 4.831 mg/day) and bupivacaine (10 mg/ml at 4.831 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and complex regional pain syndrome type 1. It was reported the doctor attempted to perform a dye study due to the patient reporting an increase in her pain symptoms. The doctor was unable to aspirate the catheter and therefore, unable to complete the dye study. Several attempts were made to aspirate from the catheter access port (cap) with different needles with no success. The doctor then took x-ray pictures of the catheter/pump connection, the anchor connection, and the distal tip of the catheter. All appeared to be unremarkable. The doctor planned to decrease the daily dose by 10% intervals over the next few weeks/months and monitor the patient's symptoms to determine whether the medicine did appear to be reaching the intrathecal space. The issue was not resolved at the time of this report. The patient status at the time of this report was "alive - no injury." No surgical intervention occurred or was planned. If additional information is received, a follow-up report will be sent.